Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/heavy bleeding periods') and genital haemorrhage ('abnormal bleeding') in a 44-year-old female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2011-essure confirmation test;bilateral occlusion. Previously administered products included for an unreported indication: bcp from 2005 to 2010, tylenol from 2005 to 2010 and motrin from 2005 to 2010. Concurrent conditions included paratubal cyst since (B)(6) 2018, dystrophic calcification since (B)(6) 2018, cephalgia since (B)(6) 2011, intrauterine contraceptive device complication since (B)(6) 2010 and menstruation frequent since (B)(6) 2010. Concomitant products included ibuprofen for headache as well as intrauterine contraceptive device (iud nos). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced fatigue ("fatigue"), rash ("allergy: rash/skin condition/rash/allergic reaction: rashes") and migraine ("migraine, headaches,"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dermatitis allergic ("allergy: rash/skin condition/allergic or hypersensitivity reaction type: rashes"), headache ("headaches"), allergy to metals ("nickel allergy"), abdominal pain lower ("right lower quadrant pain") and head pain ("head"). The patient was treated with allergy testing, CT,MRI,gabapentin and surgery (bilateral salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, dermatitis allergic, migraine, headache and head pain had resolved and the menorrhagia, genital haemorrhage, dysmenorrhoea, rash, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash and head pain to be related to essure. The reporter commented: patient received treatment for-abnormal bleeding ,migraines / headaches, rashes or skin condition, dysmenorrhea(cramping), pain pelvic and abdominal pain, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, it was intact. Concerning the injuries reported in this case, the following ones were confirmed in patent¿s medical records:  abdominal pain. Excessive menstruation, headache, female pelvic pain and nickel allergy. Lot number:761435, manufacture date: 2010/07, expiration date: 2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event skin disorder was updated to rash. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2011 - essure confirmation test; bilateral occlusion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition") and migraine ("migraine, headaches,"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue and migraine had resolved and the menorrhagia, dysmenorrhoea, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per ppf- discrepancy noted) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event injury was replaced by dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, migraine, headaches, fatigue added. Suspect drug stop date, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2011: essure confirmation test; bilateral occlusion. Previously administered products included for an unreported indication: bcp from 2005 to 2010, tylenol from 2005 to 2010 and motrin from 2005 to 2010. Concurrent conditions included paratubal cyst since (B)(6) 2018, dystrophic calcification since (B)(6) 2018, cephalgia since (B)(6) 2011, intrauterine contraceptive device complication since (B)(6) 2010 and menstruation frequent since (B)(6) 2010. Concomitant products included ibuprofen for headache as well as intrauterine contraceptive device (iud nos). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), dermatitis allergic ("allergy: rash/skin condition/allergic or hypersensitivity reaction type: rashes"), skin disorder ("allergy: rash/skin condition"), migraine ("migraine, headaches,"), headache ("headaches"), allergy to metals ("nickel allergy"), abdominal pain lower ("right lower quadrant pain") and head pain ("head"). The patient was treated with allergy testing, CT,MRI,gabapentin and surgery (bilateral salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, dermatitis allergic, migraine, headache and head pain had resolved and the menorrhagia, genital haemorrhage, dysmenorrhoea, skin disorder, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, skin disorder and head pain to be related to essure. The reporter commented: patient received treatment for-abnormal bleeding, migraines / headaches, rashes or skin condition, dysmenorrhea(cramping), pain pelvic and abdominal pain, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patent¿s medical records:  abdominal pain, excessive menstruation, headache, female pelvic pain and nickel allergy. Lot number: 761435, manufacture date: 2010/07, expiration date: 2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2011-essure confirmation test;bilateral occlusion. Previously administered products included for an unreported indication: bcp from 2005 to 2010, tylenol from 2005 to 2010 and motrin from 2005 to 2010. Concurrent conditions included paratubal cyst since (B)(6) 2018, dystrophic calcification since (B)(6) 2018, cephalgia since (B)(6) 2011, intrauterine contraceptive device complication since (B)(6) 2010 and menstruation frequent since (B)(6) 2010. Concomitant products included ibuprofen for headache as well as intrauterine contraceptive device (iud nos). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), dermatitis allergic ("allergy: rash/skin condition/allergic or hypersensitivity reaction type: rashes"), skin disorder ("allergy: rash/skin condition"), migraine ("migraine, headaches,"), headache ("headaches"), allergy to metals ("nickel allergy"), abdominal pain lower ("right lower quadrant pain") and head pain ("head"). The patient was treated with allergy testing, CT,MRI,gabapentin and surgery (bilateral salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, dermatitis allergic, migraine, headache and head pain had resolved and the menorrhagia, genital haemorrhage, dysmenorrhoea, skin disorder, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, skin disorder and head pain to be related to essure. The reporter commented: patient received treatment for-abnormal bleeding ,migraines / headaches, rashes or skin condition, dysmenorrhea(cramping), pain pelvic and abdominal pain, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patent¿s medical records:  abdominal pain, excessive menstruation, headache, female pelvic pain and nickel allergy. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: lot number was added. Events added- genital bleeding, headaches, nickel allergy, right lower quadrant pain and head pain. Concomitant drug and concomitant condition were added. Reporter, patient's demographic details and lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.